Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what was the surgical procedure being performed? Gastric by-pass. Were any difficulties experienced with device in initial procedure? No. How was the bleeding identified? Tachycardia and post-op deglobulisation the day after. How was the bleeding addressed? Recovery of the coelioscopy for hemostasis. What structure was bleeding? Gastric stapling line. What was the surgical intervention needed? Explo coelioscopy. Was there any staple formation issue noted throughout care of patient? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? One firing stroke. What is the current patient status? The patient goes well.

Event description:
It was reported that post-operative of a gastric bypass procedure, a hemorrhage occurred. There was bleeding at the stapling line. A surgical intervention was needed.